Event description:
I work per diem in long term care. I am a rn. We have monthly covid testing. I had my testing done (B)(6) 2020 and was told it was positive on (B)(6) 2020. I am also a full time nurse in a school, so I had no symptoms and had to isolate for 10 days and my family had to quarantine. No one had symptoms. I have had my antibodies checked twice and they have been negative each time. I am concerned of the validity of the tests, the lab at my hospital and having most likely a false positive that disrupted mine and my families' lives for 2 weeks. Plus the stigma, anxiety and stress that was caused in a small community of a false positive. I would hope this would be taken seriously and investigated. (B)(6). Another rn on my unit also tested positive and did not have symptoms and negative antibodies. We believe this is a lab error that should be investigated.